Event description:
Country of complaint: (B)(4). Complaint states: the doctor was about to pull out the suture from the tissue when the needle broke. The point was clamped in the needle form the tissue when the needle broke.

Manufacturer narrative:
Us reporting agent notified on: (B)(4)2014. MFR site eval: eval is ongoing.